Manufacturer narrative:
H3: the mobile viewing station (mvs) interface cable was returned to the manufacturer for analysis. Mvs cable interface was bench tested by using cable validator nt900. Cable passed continuity, gbit, and 100t test. Installed mvs interface cable into test system. The system booted and readied on each power cycle. Motion, generator, communication and charging were successful. Multiple 2d and 3d images were acquired . No errors detected while under test. No fault found. Codes associated with the analysis: fdr 213, fdc 67, fdm 10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi30000443, serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. It was found that the 2d fluoro image quality is poor and grainy. 3d image quality appeared satisfactory. The manufacturer representative bypassed the umbilical connection from mobile viewing station (mvs) computer to pleora iport, and found the 2d image quality to be greatly improved. The mvs interconnect cable was replaced, and tested with satisfactory results. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the 2d images are washed out.this was found during testing. No patient present. Additional information was received stating that troubleshooting resolved the issue. The cause was noted to be due to the umbilical cable. The cable was replaced and the issue was resolved. The manufacturer representative went in and did the troubleshooting to find out what was the cause of the issue, and complete the associated repairs. This was done after it was initially observed.